Event description:
It was reported that the pump did not recognize infusion system. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified. Functional tests could not be fully performed due to the nature of the problem. It was found that the latch sensor is malfunctional. The pump could not differentiate between latched/not latched, which results in the pump not recognizing that a cassette has been attached. This was caused by a faulty latch sensor. The latch sensor was replaced, and functional testing was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.